Event description:
The hcp reported the pt was experiencing withdrawal symptoms. The pt was treated with fluoroscopy, aspiration, and replacement drugs. The pt is reported to have recovered without sequela.